Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp assessed as an unidentified (tear),shell thickness was within specification) opening and broken sharp assessed as to unidentified (tear) opening. Additional observations: crease fold observed in the surface. Wear abrasion observed in the device. Yellow particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted and replaced.